Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer not detected on bus. A field service engineer contacted the user team to check if they could resolve the issue remotely. Upon arriving onsite, received a call back from user confirming that the issue had been fixed. Proceeded to verify the resolution with the user staff on the floor, and they confirmed that everything was functioning properly. User stated that the issue had been resolved, and no further action was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 1 drawer was failed and not detected on bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.